Event description:
Hcp reported pt experienced loss of pain relief and withdrawal. Catheter contrast study showed no leaks or occlusions. Pump alarm sounded intermittently without reason. Pump and catheter explanted and report to MFR for analysis. Pt underwent implantation of another pump.